Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed a wound in the left axilla 2 weeks post miradry treatment. Exact diagnosis was not provided. A dermatologist is monitoring the patient's injury, and the patient is undergoing treatment for the wound. The wound was cleaned. Antibiotics for 10 days were prescribed. Continue to monitor the patient's recovery.

Event description:
No additional follow-up is expected.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Address of initial reporter requested.